Event description:
Procedure type: thoracotomy with lobectomy. According to the initial reporter: the surgeon was performing a lobectomy on a (B)(6) male to remove a tumor. Due to the location of the tumor, he had already taken the pulmonary vein with the ta30v3 and the bronchus with a ta3048s. He mobilized the pulmonary artery and had clamped the 3 vessels of the pulmonary artery with the ta30v3 stapler with a ta30v3l reload to staple and occlude the pulmonary artery. After closing the handle and then firing the stapler, he used the cutting guide of the stapler to transect the tissue with his blade. Once he pushed the black button to open the stapler, he saw no staples in the tissue and the cavity was instantly filled with blood coming from the pulmonary artery that should have had staples in it. He closed the device, fired the stapler, but there were apparently no staples in the cartridge reload. Blood loss reported: at 1000cc at a minimum, total excess blood loss was not reported. Pt lost 1 liter in just 10 seconds. Pt suffered severe brain damage. Risk mgmt has possession of the stapler. Additional info from the hospital received on 09/03/2010: reportedly, suturing was the alternative method used to complete the procedure. Clamps and sutures were used to stop the bleeding. Pt is in ICU with severe brain damage, and prognosis does not look good long term. Additional info from the hospital's medwatch dated sep 2, 2010, received by covidien on 09/13/2010: the md closed the stapler, fired it, and then transected the vessels. With all thing being transected and with there being no active bleeding, the md took the stapler off the staples branches of the pulmonary artery. He was met with three (3) unstable branches. The pt had immediate loss of blood. After the pt was stabilized, the stapler was inspected. It was found to have misfired. There were no staples seen in the branches of the pulmonary artery. The staples that were in the vicinity were now rolled and malformed. Right thoracotomy with resection of the right upper lobe tumor via right upper lobectomy. Additional info from the hospital received on 09/20/2010: a (B)(6) male in for a resection of a large spindle cell tumor in his right lung. During the procedure, the three branches of the truncus anterior were stapled and transected. Following that, the stapler was removed only to find that it had misfired resulting in an immediate blood loss of about 1500 cc's. The pt was without a pressure for approx 2-3 minutes. The arteries were clamped, cardiac message was performed and volume replacement was initiated. The pt remained with a systolic blood pressure in the 20-30 mmhg range for approx 10 minutes before returning to normal. Despite the quick resuscitation and hypothermic therapy efforts, the pt experienced hypoxic ischemic encephalopathy with no evidence of cortical function. The family withdrew life support and the pt passed away on (B)(6)2010. Additional info from the hospital received on 09/23/2010: all of the other applications of the stapler were secure and worked properly, therefore, this report is indicating that the malformed staples were from the firing that caused the bleeding. Risk mgmt will be sending the device to a third party company for eval. The device will not be sent to covidien for eval.

Manufacturer narrative:
(B)(4)